Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the user expressed concerned over possible failure of the device. An initial report was made in 2015 regarding the poor battery life of the external processor. External device batteries were swapped several times with no improvements, per user's family. The user demonstrated clear responses to sound with the device. The user was reimplanted.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: according to the received information from the field, the battery life time for the external processor was reported to be poor. Although in situ measurements showed an internal device working within normal limits, the device was explanted. During device investigation only mechanical damages, likely caused during removal surgery could be identified. No device deficiency or malfunction could be observed which would account for the reported poor battery lifetime. Furthermore, in a previous complaint related to the external component it was reported that the issue of poor battery lifetime could be resolved by changing the disposable batteries brand. This is a final report.

Event description:
Caretakers expressed concerns over a possible failure of the internal device and claimed reduced battery life of the external device. An initial report was made in 2015 regarding poor battery life of the external processors and complaint was opened. No deficiency of the processor was observed that could explain the reported limited battery life. The recipient demonstrated clear responses to sound although the recipient had poor language development and was non verbal. The recipient was reimplanted. Activation with the new device was without complications. Recipient's performance with the new device is hard to determine due to being non verbal.

Manufacturer narrative:
Conclusion: according to the received information from the field, the battery life time for the external processor was reported to be poor. Although in situ measurements showed an internal device working within normal limits, the device was explanted. During device investigation only mechanical damages, likely caused during removal surgery could be identified. No device deficiency or malfunction could be observed which would account for the reported poor battery lifetime. Furthermore, in a previous complaint related to the external component it was reported that the issue of poor battery lifetime could be resolved by changing the disposable batteries brand. This is a final report.

Event description:
Caretakers expressed concerns over a possible failure of the internal device and claimed reduced battery life of the external device. An initial report was made in 2015 regarding poor battery life of the external processors and complaint was opened. No deficiency of the processor was observed that could explain the reported limited battery life. The recipient demonstrated clear responses to sound although the recipient had poor language development and was non verbal. The recipient was reimplanted. Activation with the new device was without complications. Recipient's performance with the new device is hard to determine due to being non verbal.